Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre operatively diagnosed with chronic low back pain. Herniated nucleus pulposus, l5-s1. Right lower extremity pain and underwent following procedures: posterior spinal arthrodesis, l5-s1. Posterior spinal instrumentation with pedicle screw fixation, l5-s1. Lumbar decompression via laminectomy, facectomy and foraminotomy, l5-s1. Use of local bone and bmp for fusion. Use of neuromonitoring of the spinal cord. As per op-notes" I then placed pedicle screws in the left in s1 and l5 in the standard technique. I then proceeded to the right side of the table and similarly placed pedicle screws in s1 and l5 on the right side. Posterior anterior and lateral fluoroscopy confirmed acceptable position of all implants". The patient also preoperatively diagnosed with herniated nucleus pulposus l5-s1. Chronic low back pain. Right lower extremity radiculopathy and underwent the following procedures: anterior lumbar interbody fusion, l5-s1. Partial vertebrectomy l5 for purpose of decompression and fusion. Use of anterior structural cage for support. Use of local bone graft and bmp for fusion. Use of neuromonitoring of spinal cord. As per op-notes" I brought in the trial spacers and felt that a 12 mm graft would be appropriate. I did obtain two of these packed with bmp, placing it into the interbody space with tamp. Posterior anterior and lateral fluororscopy confirmed acceptable position of all implants". The patient also preoperatively diagnosed with degenerative disc disease and underwent lower midline retroperitoneal exposure of l5-s1 disc space in preparation for anterior discectomy, instrumentation, and spinal fusion. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.